Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use the customer observed that the cardiopulmonary tubing pack oxygenator had incorrect caps on the hydro phobic membrane filter.

Manufacturer narrative:
A visual review of products in stock from this lot has confirmed the reported event of the kits being built incorrectly. Reference: field correction 2248146-02/16/2017-001c. (B)(4). MFR report # 2248146-2017-00008.

Event description:
It was reported that prior to use the customer observed that the cardiopulmonary tubing pack oxygenator had incorrect caps on the hydro phobic membrane filter.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint record # (B)(4).

Event description:
It was reported that prior to use the customer observed that the cardiopulmonary tubing pack oxygenator had incorrect caps on the hydro phobic membrane filter.

Manufacturer narrative:
On (B)(6) 2017 09:00 am (gmt-5:00) added by (B)(6) (B)(4): the device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We will continue in our efforts to follow up with the customer for it's return. (B)(4).

Event description:
It was reported that prior to use the customer observed that the cardiopulmonary tubing pack oxygenator had incorrect caps on the hydro phobic membrane filter.